Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. Preliminary analysis of the exams suspects that the root cause of the reported issue was improper fiducial placement relevant to the location of the tumor.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system was reported as being 2mm inaccurate. The representative noted that the inaccuracy would increase to 5mm when moving to further points on the patient. The representative noted that there was poor fiducial placement on the patient in comparison to the location of the tumor. The surgeon aborted medtronic navigation after the tumor was exposed and continued the procedure with ultrasound. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information. Based on the event information it is suspect the frame moved or there were missing fiducials. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register.